Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (5 mg/ml at 6.33 mg/day) and baclofen (400 mcg/ml at 72.34 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) performed on (B)(6) 2019 but did not have the pump check afterwards. The pump logs were checked and a motor stall recovery was noted. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.